Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have damaged conductor wire insulation at the distal end. There was no thermal damage on the damaged wire insulation and no missing material. Additional investigation found localized melting near the grip base. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery, and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument; however, the failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf)'s conductor wire was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing. When the instrument was used in the last procedure, there was no report of patient injury. The procedure was completed with the same da vinci system.